Manufacturer narrative:
Pump received with broken reservoir tube lip, missing end cap sticker, broken belt clip slot, cracked case at the reservoir tube window corners, cracked reservoir tube window and broken battery tube threads. The test infusion set and reservoir does not lock into place. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was cracked. Reservoir locked into the insulin pump but it feels loosed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.